Event description:
It was reported that, during a bha, a head did not slide smoothly on the sliding surface of the centrax. Another centrax(under 1 mm) was used instead. The head slid smoothly in the spare one.

Manufacturer narrative:
Reported event: an event regarding "size/fit issue" involving a centrax bipolar was reported. The event was not confirmed. Method & results: device evaluation and results: a functional test was performed with the returned device along with a 26mm std lfit v40 head, catalog 6260-9-126, lot: 62522102, and an accolade (127 deg) sample, catalog w6021-0335 were obtained from finished goods. The returned device was readily assembled to these components with normal hand force and without any undue effort. Once assembled, the head freely rotated in the returned centrax insert as expected. The device was deemed to be conforming and therefore, the reported event could not be duplicated. Clinician review: not performed as medical records were not received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the event could not be confirmed as it was determined that the device was fully functional as per the functional test performed. It was noted in the reported event that another centrax (under 1mm)was used. No further investigation for this event is possible at this time. If additional information is received, this investigation will be reopened and re-evaluated. Product surveillance will continue to monitor for trends. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that, during a bha, a head did not slide smoothly on the sliding surface of the centrax. Another centrax(under 1 mm) was used instead. The head slid smoothly in the spare one.